Event description:
A pt reported that their meter was registering check okay when performing the check strip test on the meter several times, but the reading fell outside of the check strip range. They also indicated that they performed a control solution test and received a reading out of range. They did not have any symptoms. There was no medical intervention or treatment given. No further info has been reported.